Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) patient had impella cp pump for acute myocardial infarction and cardiogenic shock (ami/cgs). Insertion site not provided. It was reported the patient developed lower limb ischemia after surgical removal of impella. Percutaneous transluminal angioplasty (pta) was performed to release the ischemia. It was noted that the patient had pre-existing antistreptolysin o (aso) disease; therefore, the causal relationship between impella and lower limb ischemia is unknown. No further information was provided.